Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges medical treatment and procedures; however, no details have been provided regarding the nature of the treatment. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient was operated on for the purposes of repairing a hernia, during which operation a variety of surgical mesh was implanted in the patient's body. The surgical mesh used in the surgery and implanted in the patient's body was known as the bard/davol ventralight st. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and procedures. Following the surgical implantation of the mesh, the patient did and has continued to experience abdominal pain, nausea and fatigue and has therefore continued to require medical treatment and continues to suffer with chronic pain and with a ventral hernia that was not properly and adequately repaired by way of the defective condition of the mesh patch and/or negligent implantation of same by the patient's treating physicians. The patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, severe emotional distress.